Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient's ins was overdischarged. They had been charging for 4 hours and hadn't been able to get the ins to normal charging. It was noted that the patient couldn't lay there because of their pain. The patient noted that the ins started "messing up" and that's when they gave up on charging. It was difficult to charge and the recharger was doing "weird stuff". They thought they might have seen an error message on the recharger at the time when they started having problems with charging but the recharger wasn't displaying the error message today. It was painful for the patient to sit or lay in the position that made it possible to perform the prm. They performed antenna locate (al) and the first time the recharger displayed the following values: 14 14 14. The representative indicated that the right number did go up when they moved it over the ins but the center number was still fairly low. The following values were provided: 12 18 40. It was reviewed that the recharger/ins might not be in a good position for efficient coupling. The patient reported it taking 1.5-2 hours to charge the ins. They also noted that their doctor told them that it sounded like their battery was dead and needed to be replaced. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient continued to charge at home and was able to get his device functioning. No further information is known. There were no further complications reported or anticipated.